Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: a review of the black box showed reboots. The battery compartment was cracked alongside the pump. No damage was found to the battery cap. The battery cap attached securely to the pump. The pump was run for 24 hours and no power issues occurred. Corrosion was found in the battery compartment. A leak was found in the battery compartment. The pump was opened to find no further evidence of moisture.